Manufacturer narrative:
A replacement pump. Including transformer, was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that the transformer for her advanced personal double breast pump would not power on her device. Upon receipt in the service center, the transformer was found to be breached, which is a safety risk.